Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as a virus infection&#56224;no further clarification could be obtained on the type of viral infection that may have led to the peritonitis; therefore, the cause will be assessed as unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified injection&#55302;or the event of peritonitis. At the time of this report the patient was not recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.